Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During device preparation and prior to being placed in the body, it was observed that the right atrial lead helix failed to extend properly in addition to failing to retract completely. The lead was replaced and the procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.